Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 02/12/2016 and the one (1) year warranty period has expired. As the device is at its end of life and no repairs are available for the video baton, the customer elected to replace the glidescope avl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would show colored lines and would not show a pattern. A backup third-party intubation system was used to complete the procedure. However, it was not specified how long it took to prepare the backup device. No harm to patient or user was reported.